Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated for "vent will not cycle" reported problem , device cycled continuously as intended at various settings and it was duplicated for reported problem "alarm do not function". It was found a faulty electrical chassis assembly which was replaced. The cause of the reported problem could not be determined. No previous service history was found. The manufacturing DHR is not relevant to the investigation as the reported fault was not found.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus vent will not cycle on or cycle off. We have hooked it to the o2 supply several time without success.discovered during bench test. No patient involvement.